Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the right ventricular (rv) lead exhibited pacing failure and the patient complained of phrenic nerve stimulation. Chest x-ray confirmed rv lead had dislodged due to loss of slack. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.